Manufacturer narrative:
The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. The eri battery status has not reached yet. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The archive data and the programmed parameters were inspected. High right ventricular pacing outputs of 5.4v at 0.75ms and left ventricular output of 5.2v at 0.75ms were documented in the archive data. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device is at eri. The outputs are programmed high which is what probably caused the early eri. Should additional information be received, this file will be updated.